Event description:
It was reported that pump displayed cartridge change error and customer was unable to remove or successfully load cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge o-ring and pneumatic tap area, cleaned pump as instructed, and attempted to reload multiple cartridges without success, after which technical support assisted with new cartridge fill and load and then referred customer to further support for escalated troubleshooting while customer used multiple daily injections as backup therapy.